Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 405 mg/dl at the time of the incident. The customer reported that he removed his infusion set because of high blood glucose and when he removed it started bleeding. The customer declined to troubleshooting. The customer stated that they treated the high blood glucose with the insulin pump. The insulin pump will not be returned for analysis.